Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The blood leak was visually observed and the machine alarmed. Fibers in the dialyzer were noted to be broken where the blood leak occurred. Test strips were negative for blood exposure. Estimated blood loss was 300 cc's. No medical intervention was required and the pt had no adverse effects. Samples has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.